Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a dilation procedure to treat stricture performed on (B)(6) 2025. During the procedure, the balloon ruptured during balloon inflation. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.